Manufacturer narrative:
Damage to the patient's mobile power unit was previously reported under manufacturer report number 2916596-2022-00979. Manufacturer's investigation conclusion: the reported separation of the bend relief from the metal connector on the patient¿s driveline was confirmed based on an onsite evaluation by an abbott representative and analysis of the submitted driveline images. The submitted images confirmed tears in the driveline¿s controller connector bend relief. The account used rescue tape to provide support before the clamshell repair. The submitted log file contained data spanning from (B)(6) 2022 19:27:16 through (B)(6) 2022 10:38:11, per the timestamp. Two low flow alarms were captured on (B)(6) 2022 and (B)(6) 2022, when the pump flow dropped below the low threshold of 2.5lpm. Prior to and after the low flow hazard alarms, the pump appeared to function as intended and no other unusual alarms or events were captured. A specific cause for the low flow hazard alarms could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(4). No product is available for investigation. The current heartmate ii left ventricular assist system (lvas) instructions for use (IFU) (rev. C) is available. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. The IFU advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. "Introduction" provides an explanation of all pump parameters, including pump flow. ¿system monitor¿ provides more information regarding all pump parameters and also describes situations which may result in a low flow hazard alarm, including changes in patient conditions such as hypertension. Also provides information on reviewing the event history on the system monitor. "Patient care and management" (under "pump performance monitoring") explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses assessing pump flow. Section 6 (under "postoperative patient care") also cautions: "physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, results in reduced pump flows as long as the condition persists. Pump flows are not restored to normal unless such conditions are treated." ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The current heartmate ii lvas patient handbook (rev. C) contains care information regarding on how to care for the driveline. "Alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The relevant sections of the device history records for (B)(4) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 04apr2017. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the customer submitted log file for evaluation concerning a damaged mobile power unit (mpu) patient cable and driveline tear. Upon left ventricular assist device (lvad) interrogation, two new tears to their driveline proximal to the system controller connection were revealed. Rescue tape was applied. A review of the log files revealed two brief low flow hazard events on (B)(6) 2022 at 01:59 and (B)(6) 2022 at 09:39. A clamshell repair was performed without issue on (B)(6) 2022.